Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up, a device related thrombus was discovered. There were no patient issues noted with this event. No intervention was performed and the patient was to be reassessed at the six month mark.